Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction occurred due to an application crash. A technical support specialist did full synchronization, rebooted the station and reinstalled the remote support services to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a blue screen. The customer reported that they were not able to log in due to this issue. The malfunction occurred when the user tried to issue the medication to the patient, causing a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.